Manufacturer narrative:
Approximate age of device - 7 years, 10 months and 26 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient was found down at home on (B)(6) 2018 and passed away. The manufacturer¿s technical service representative reviewed the submitted log file and found an indication that all power was lost to the lvad's system controller, thus resulting in a pump stop. It appeared that the patient may have fallen asleep while on battery power. The duration of the pump stop was unidentifiable. Prior to the pump stop, low battery and low flow hazard alarms were observed. The pump stopped after the batteries depleted. The mcs equipment appeared to otherwise operate as expected throughout the log file.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. Although the evaluation of the submitted system controller log file confirmed events consistent with loss of support due to depletion of both batteries, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted system controller log file revealed that the patient appeared to have been connected to fully charged batteries at the timestamp 107 days, 20 hours, 54 minutes. Constant low battery advisory alarms were later observed, beginning at the timestamp 108 days, 5 hours, 55 minutes. Low battery hazard alarms were then observed at the timestamp 108 days, 10 hours, 58 minutes. Two low speed advisory alarms followed, starting at 108 days, 11 hours, 10 minutes. This series of events appears consistent with a loss of support due to depletion of both 14v li-ion batteries. The duration of the loss of support could not be conclusively determined through this evaluation. Prior to the loss of pump support, the system appeared to have operated as intended above the low speed limit. The pump was returned assembled with the percutaneous lead (lead) severed approximately 1¿ from the pump housing. The remainder of the lead was not returned. The flex section and inlet elbow were returned attached to the pump¿s inlet port; however, the flex section was severed adjacent to the distal graft attachment. The inlet tube and the proximal end of the flex section were not returned. The outflow graft and outflow graft bend relief were returned attached to the pump¿s outlet port. The inlet stator and outlet stator revealed soft, pink depositions surrounding the bearings and extending onto the stator blades. The rotor also revealed a soft, pink deposition surrounding the rotor body. The depositions lacked evidence of denaturation or laminated layering, suggesting that they were not present while the pump was supporting the patient. In addition, the distal end of the rotor did not reveal any contact marks. Based on previous complaint history, the observed depositions appear consistent with blood remaining in the device post-mortem. Although the origin of the depositions could not be conclusively determined, they were unlikely to have contributed to the reported event. Examination of the pump¿s blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The outflow graft was returned with approximately 2¿ of graft material. The outflow graft bend relief was returned properly seated onto the graft attachment and appeared unremarkable the o-ring on the proximal side of the graft attachment that interfaces with the outlet elbow was slightly pinched; however, there were no reports over the approximately 7.75 years of vad support which would indicate that this contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.